Event description:
Per china aer database: the hospital reported bellows did not move when switching from manual to mechanical ventilation. The breathing mode was changed, and the bellows did not move and there continued to be no mechanical ventilation. After a third attempt to change breathing modes was unsuccessful, the unit was replaced and the case was completed. There was no patient injury.

Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).